Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).